Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 13-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 184.8 mcg/ml; 39.7 mcg/day, bupivacaine 6 mg/ml; 1.29 mg/day and morphine 20 mg/ml; 4.293 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2018. It was reported that a routine pump replacement was done on (B)(6) 2018. When the patient was opened up they discovered that the catheter was disconnected from the pump. A whole new system was implanted. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pump and catheter were discarded before the rep could gather them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the catheter disconnect was not determined. The catheter disconnect has been resolved; 8780 was placed. The patient¿s weight was noted as not applicable. Medical history was not available. The pump and catheter will not be returned to the manufacturer.